Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 3 for (B)(4) it was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2022, when the surgeon removed a thin white insert from the loader housing, the insert was torn. According to the report, the torn part of the insert was left in the loader housing. It was reported that the surgeon then prepared the replacing unit but an insert on this replacement was torn again leaving a fragment in the loader housing. There were no adverse patient consequences reported. No additional information was provided this complaint involves three (3) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for th initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint device was received and evaluated. On visual inspection, no structural anomalies or damages were found on the inner loader core as well as the outer loader housing. The fragment was not found. A manufacturing record evaluation was performed for the finished device 62315 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint cannot be confirmed. Since the device passed the visual inspection and the fragment of the white insert was not found, we can conclude that the device has no issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.